Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The customer initially tested on the meter with a result of 3.4 inr. The customer wasn't sure if she had enough blood and retested on the meter with a result of 2.7 inr. The customer retested again and got a result of 2.2 inr. There was approximately 5 minutes between each test. The customer used different fingers for the results of 3.4 inr and 2.7 inr. The customer re-tested on the finger that produced the 3.4 inr result and obtained the result of 2.2 inr. The customer's coumadin dose was not adjusted based on these results. The customer has been on a lower coumadin dose for the last few weeks as her inr results have been higher than normal. The customer's therapeutic range is 2.0 ¿ 3.0 inr. No treatment was necessary. No adverse event occurred. The customer is fine. The meter has not been cleaned; the meter is 1 month old. The customer has had no other medication changes or illnesses. The customer has had no changes to her diet. There were no concerns with hct levels, lupus or antiphospholipid antibodies. The customer is not on any direct thrombin inhibitors. The meter and test strips were requested for investigation. Relevant retention test strips (lot 250322-21) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 4.2 inr. Donor 1 hct: 41%, donor 2 hct: 40%. Testing results: donor 1: retention meter with masterlot strips: 2.8 inr, customer meter with masterlot strips: 2.8 inr. Donor 2: retention meter with masterlot strips: 4.2 inr, customer meter with masterlot strips: 4.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.